Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, an error message occurred due to the probe having broken on the sonicbeat device. The fragment piece of the broken probe was found to have fallen outside the patient¿s body cavity. The patient was reported to be under sedation. Due to this issue, the procedure was prolonged by less than thirty (30) minutes. The intended procedure was completed with an olympus backup device. The probe device was disposed of by the customer. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the product was not returned, and a cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown therapeutic procedure, an error message occurred due to the probe having broken on the sonicbeat device. The fragment piece of the broken probe was found to have fallen outside the patient¿s body cavity. The patient was reported to be under sedation. Due to this issue, the procedure was prolonged by less than thirty (30) minutes. The intended procedure was completed with an olympus backup device. The probe device was disposed of by the customer. There was no report of patient harm associated with this event.